Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed system overheating. When restarted the unit was able to resume driving without problems. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data:h6(clinical & impact ).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed system overheating. When restarted the unit was able to resume driving without problems.

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) conducted an operation check and stated as system overheating occurred once and was not reproducible. After rebooting, he was able to restart the drive without any problems. After conducting a 30 minute compressor output test, no abnormal temperature now was observed. The unit has been cleared for clinical use.